Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, and the displacement tests. However, an unexpected motor noise anomaly was noted by analysis during forward movement and rewind due to a faulty motor. The insulin pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose was 8.7 mmol/l at the time of the incident. Customer stated when rewinding the pump and delivering a bolus she can hear the pump motor grinding. The customer already performed a self-test and this passed. No rattling when shaking. No signs of damage to the pump housing. Performed displacement verification test and passed. Unable to perform the high-pressure test no tubing clamps. The insulin pump will be replaced. The insulin pump will be returned for analysis.